Event description:
From a letter received from the FDA, codman was informed of a facility report to the FDA through a voluntary medwatch form #mw5039574. On the form it stated: patient was admitted for an endovascular coil embolization of unruptured right carotid cave aneurysm utilizing a partially deployed/reconstrained enterprise stent ((B)(4)/lot not provided.) Completion of angiography revealed aneurysm obliteration and no distal right mca/ aca vessel abnormalities. Patient emerged from general anesthesia neurologically intact and remained intact until discharge. The patient returned to the emergency department unresponsive and head CT showed a large intraparenchymal and intraventricular hemorrhage on the right side. Emergent craniotomy was performed. The patient expired.

Manufacturer narrative:
The complaint was submitted to codman through a letter from the FDA office of surveillance and biometrics. The report reference number is mw5039574. See attachment for details. No sterile lot number information was provided thus no DHR could be provided. Without the DHR we are not able to confirm if there were manufacturing related issues; however, all products are 100% inspected prior to leaving the manufacturing facility. Intracranial hemorrhage is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. Death is a known potential adverse event associated with the use of the enterprise vrd device and is listed in the IFU as such. Review of the limited information suggests that the enterprise vrd was used in an off label application for treatment of the carotid aneurysm. Partial deployment/reconstrained use is not included in the approved use of the device. The information suggests that the enterprise was not implanted at the time of the reported cerebral hemorrhage and subsequent death. Review of the information suggests that patient, vessel, target aneurysm and medical regimen may have contributed to the reported event. Please note: the exact event date and date of death are not clear however the report seems to indicate that either the initial procedure or the emergent craniotomy was performed on (B)(6) 2014. Follow up was performed with the initial reporter and the exact dates could not be obtained. (B)(4).